Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The guide wire was returned for evaluation. The distal segment was found waved for approximately 15mm from the tip. Elongation of the coil wire and the polymer jacket was observed at approximately 15-2mm from the tip. At approximately 27mm from the tip, fracture end of the core wire was exposed. The ball tip remained attached on the distal end of the guide wire; the coil wire remained in one piece. The polymer jacket was removed to observe the fractured core wire. It revealed that the core wire was fractured at approximately 15mm from the tip where the proximal solder of the inner coil wire located. Scanning electron microscopic observation found that the flat fracture surface showed a whirl pattern, indicating torsion had contributed to the core fracture. Measurement of the core wire supported that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was applied on the guide wire while the wire tip was being trapped in the target lesion. When the accumulated torsional stress exceeded the product's design limit, it caused the core wire to become fractured. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a severely calcified 90-99% stenosis in the left iliac artery. During manipulating an asahi gladius guide wire in attempts to cross the lesion, coils of the guide wire found loosened. A new guide wire was replaced to resume the ppi. The blood flow was successfully reestablished by performing plain old balloon angioplasty (poba). There were no adverse patient effects related to the reported breakage of the guide wire.